Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery alarm. Blood glucose value was 190 mg/dl. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit. Customer was advised to disconnect and reconnect the reservoir and infusion and perform manual prime; customer stated that insulin does not exit and there is greater than normal resistance with plunger push. Customer was explained that the no delivery alarm was caused by a set or reservoir occlusion and was advised to change the complete set. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.